Event description:
In 2004 pt had emergency surgery for exploration of the left ventricular assist device pocket. The pt found to have evidence of graft dysfunction within the inflow elbow. Cardiopulmonary bypass was initiated and the device was subsequently explanted. Expired at 10:20 a.m. Medical certification of death: hemorrhagic shock; graft separation from lvad; end-stage heart failure.